Event description:
The facility reported a colleague infusion pump with an inoperative stop button on the pump head module keypad. This was identified during biomedical testing. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details becomes available.